Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly to connector. The battery tube connector plugged back into the connector, monitored and no blank display noted. Pump received with normal operating currents. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected replace battery alarm noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a change battery six times in one night. Customer's blood glucose was 8.6 mmol/l. Insulin pump would need to be replaced.